Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device had uneven cutting. The event occurred during surgery. No harm and no delay.

Event description:
It was reported that the device had uneven cutting. The event occurred during surgery. No harm and no delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On september 14, 2018, it was reported that the device had uneven cutting. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on september 21, 2018 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications but made a loud noise while running. The head and control bar were damaged. The control bar was in the correct position. The customer width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on september 21, 2018 which included replacement of the reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, gears, damaged head, damaged control bar, neck, calibration shaft, and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was revealed that the device control bar was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was revealed that the that the device control bar was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.